Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 206 - 240 mg/dl. Insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check with the current supplies and the occlusion appeared to be within the cartridge. Reportedly, the customer was using apidra insulin in the cartridge.